Event description:
It was reported that the dissecting hook was working properly for the first 25 minutes of the endoscopic ima dissection. It then cut out and a solid tone was heard. Another device was used to complete the case with no patient consequence.